Event description:
It was reported that patient received a notification for out of range lead impedance. Noise observed during isometric testing. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.